Manufacturer narrative:
Concomitant medical product: dtma1qq crt-d, implanted: (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged as it slid back into the main body of the coronary sinus after the pocket was closed. The lead was revised and remains in use. No patient complications have been reported as a result of this event.